Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was a safety shield failure. The following information was provided by the initial reporter and translated to english. The customer stated: "the green shield was not properly closed. When the package was opened the shield fell, there was a risk of needle stick injury."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was a safety shield failure. The following information was provided by the initial reporter and translated to english. The customer stated: "the green shield was not properly closed. When the package was opened the shield fell, there was a risk of needle stick injury."

Manufacturer narrative:
H.6. Investigation summary: catalog number: 368650. Batch number: 1196650. 1 customer photo was received for evaluation. The photo confirms the complaint of an eclipse IV shield not properly closed. Therefore, this complaint is confirmed. In addition, 30 retention samples were subjected to a visual inspection for IV shields not closed properly/tightly. All samples passed the test with no defects observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the customer photo and investigation, bd was able to confirm the customer¿s complaint of IV shield not closed properly/tightly. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.